Event description:
It was reported that the threads inside the battery compartment were stripped, and the father had hard time to remove the battery cap. The caller stated that the customer experienced high blood glucose. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly. The device was received with stripped battery cap coin slot, and cracked battery tube threads.